Event description:
It was reported to philips that the heartstart xl defibrillator couldn't shock. There was no negative pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.